Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual. The rep reported that the patient stated they were charging too often. The rep reported that the patient previously recharged everyday for 20 minutes, but the past two weeks it has taken an hour to charge. The rep reported that the patient started at 25% charge each day and reported that the patient had received good therapeutic benefit. The rep reported they would schedule to meet with the patient to conduct troubleshooting. The rep reported that the system integrity was good. No patient symptoms reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that patient was seen by them and the nurse in the neurology clinic to troubleshoot the recharging issues. Recharging specifics were obtained from the patient¿s recharger and the ins. The cause of the issues was that the patient did not have consistent coupling interval of 6-8 bars for an efficient charge (which they verbally reported). One of the main reasons for this was that the patient was manually holding the antenna over the ins. As an action/intervention, the antenna locator (al) feature was used to identify the best connection and 6-8 bars coupling interval it was consistently achieved. Also, adhesive discs were ordered for the patient to help keep the antenna in the same position. With these interventions, it was confirmed with the patient on (B)(6) 2018 that their recharging issues were resolved. The patient was happy with the attention to service for resolution of the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The 8840 stats were reported (see below). It was reported the patient didn't use a holster because the holster didn't allow the patient to position the antenna in the optimal position. The patient holds the insr antenna in their hand to charge over right chest and watches screen on insr. The patient can get 8 bars easily when the antenna was in the right spot but they usually get 6 coupling bars. No errors on the insr have been seen. The caller was to give the patient some sticky patches today and see how the charging goes. It was reported the patient was having dyskinesia at the time of the call due to underlying parkinson's disease. No further complications were reported as a result of this event. (B)(6)2002 0.0 25% 7/2, 0.0, 25% 7/1, 0.0, 50% 6/30, 0.0, 50% 6/30, 0.5, 50% typical interval = 0.3 days " duration = 0.0 " coupling = 6.